Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (351 mg/dl). Reportedly, elevated bg levels were due to overeating. The customer attempted to deliver a bolus, and reported the pump recommended a larger than expected bolus to be delivered. Reportedly, the correction factor was set correctly; however, the contact believes the correction factor may need to be adjusted. Reportedly, the contact discussed the pump settings with the customer's health care professional.